Event description:
A customer obtained troponin (accu tni) results above the ami cutoff for two patients. A) the initial results were: ">ami cutoff". B) the samples were re-tested on a different instrument and obtained results were in "normal range" for both patients. Customer was not able to submit exact results obtained. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. Customer found a hole in the peri-pump tubing and replaced the tubing. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and conducted performance testing; all results passed within specifications. Hardware issue may have contributed to this event.